Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).